Event description:
It was reported that during an anterior lumbar interbody fusion procedure, as the surgeon tightened the screws, the screws stripped and would not seat or tighten the synframe guide rod. The surgeon used another synframe system and completed the procedure. Nothing was broken into the wound, nothing to retrieve. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the tightening clamping mechanism was broken. The clamping mechanism was cracked and the locking screw was stripped. Microscopic investigation showed that the device was damaged during forcible use. The hexagonal bolt was tightened too much and the resulting mechanical overloading led to the breakage. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4) placeholder.